Event description:
The adverse event malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. All three kerrison punches are showing clear signs of an overload situation on several parts of the cutting edges. Furthermore, there are no signs for a material issue by analysing the fracture pattern. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. And were found to be according to our specifications valid at the time of production. Review of the complaint history revealed, that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed, that the overall risk level (severity x probability of occurrence) according to din en iso (B)(4) is still acceptable. Conclusion and measures/preventive measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication, for a material manufacturing or design-related failure. Based upon the investigations results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a kerrison punch . According to the complaint description the tip of the bone punch broke during spinal surgery. The bottom tip of the device broke. It was briefly lodged in the patient but the surgeon retrieved and removed the broken piece. An additional medical intervention was necessary to remove the broken part. There was no delay in the procedure and patient outcome was good. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).